Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used. Medical device lot #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified paxgene® tube there was an issue with blood looking settled and separated in tube.

Manufacturer narrative:
Correction: the blood from the paxgene dna tubes is anticoagulated, therefore it should not clot. If left alone, it will settle out due to the normal separation of blood components when left unprocessed. This complaint was over-reported and is not a reportable event per (B)(4).

Event description:
It was reported with the use of the unspecified paxgene® tube there was an issue with blood looking settled and separated in tube.